Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (s/n: (B)(6)) revealed that the patient complaint was confirmed. Led's scroll continuously and the device is unresponsive. Flash sector read/write protection bits have become set. No device anomalies were visually observed. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding a recharger. The patient reported seeing scrolling battery lights last night on the recharger. The recharger will not turn on. Patient used the recharger two weeks ago. Patient left charger in dock for a couple hours. The following troubleshooting steps were performed: reset the recharger. Additional troubleshooting information: patient does not store recharging in docking station when not in use. The issue was not resolved through troubleshooting. An email was sent to the repair department. Caller called back on 2023-jul-07 and reported that the replacement recharger was flashing orange. Walked the caller through a hard reset which did not resolve. Used the app and "switch recharger" and entered the serial number. Advised caller to pulse the power button on the recharger while the recharger app was searching for the recharger. Caller was able to successfully connect, clear the 3167 service code and charge the implant.